Event description:
The complainant reported an under-delivery. The intended amount was 1250 ml with a set dose of 1250 ml over 7 hours. The actual amount received was 150 ml over seven hours.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.